Event description:
The customer reported the max fluoro field sizes exceed the 3% on all 3 ii sizes. Min fluoro size exceeds 5cm limit. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a fluoro field size calibration. System operates as intended. (B) (4).